Event description:
The customer alleged questionable results with 2 patient samples for probnp ii, n-terminal pro b-type natriuretic peptide (probnp). The initial tests for both patients were performed on aliquots made by the modular preanalytics system. Repeat tests were run on the primary tubes. For patient 1, the initial probnp was 23 pg/ml; this result was reported outside the laboratory. The repeat probnp was 32153 pg/ml; this result was released as a corrected report. For patient 2, the initial probnp was 11 pg/ml; this result was reported outside the laboratory. The repeat probnp was 1708 pg/ml; this result was released as a corrected report. There were no adverse events. The lot number of the probnp reagent was 16584602, with an expiration date of 03/31/2013. The field service representative was unable to determine a cause. He checked alignments, replaced the anti-static brush, and checked fluidics. He performed a system volume check, which passed. He checked voltages and temperatures. He performed troubleshooting checks and system prep, as well as performance testing, which passed. The customer performed calibration and quality controls, which passed.

Manufacturer narrative:
While no definitive root cause could be determined, it was noted the customer was not using the recommended rack adaptors on the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.